Manufacturer narrative:
The returned battery passed visual inspection and functional testing. The controller log files available for analysis do not cover the date of the event nor do they involve the batteries associated with this investigation. This battery performed per specification at the bench. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screen batteries are most often attributed to a communication error between the controller and batteries. The most likely root cause of the reported event is a communication error between the controller and batteries. This is one of two reports (3007042319-2015-01030 and 3007042319-2015-001031) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This is one of two reports (3007042319-2015-01030 and 3007042319-2015-001031) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient's controller changes to the other power port before batteries are down at 25%. Batteries were replaced with no reported effects on the patient. This is report 1 of 2.